Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that at least 2 packages of the c31510 catheter did not have a cap on the flush port. The physician used a syringe to flush/close the port and complained that the syringe made the catheter cumbersome. No patient complications were reported as a result of this event.